Event description:
It was reported that the patient has developed a seroma and she later developed a fistula at the lead implant site. The patient is going to have their spinal cord stimulator (scs) device explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).